Event description:
Covidien received info stating that the top display on an 840 ventilator was all blue and no data was being displayed. The ventilator was not in use on a patient at the time the malfunction occurred. The covidien technical support engineer (tse) troubleshot this issue with the customer over the phone, tse recommended swapping the upper and lower liquid crystal displays (lcds). The customer reported to have isolated the malfunction to the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb) and replaced the gui cpu pcb. Covidien was not authorised to repair the unit.

Manufacturer narrative:
Covidien reference #: (B)(4).